Event description:
The customer reported via phone call experiencing unexplained high blood glucose levels. The customer stated that he could not determine the cause of high blood glucose, having already changed the sets. He statted that he ate lunch, treated with 15 units of insulin, and his blood glucose was 380 mg/dl. He treated with manual injections and stated that he believed there may have been an issue with the insulin. He noted that he had had high blood glucose for the past few day since he had started use of a new inhaler. His blood glucose reached as high as 500 mg/dl on the day prior to the call, for which he treated using manual injections. He stated that he changed the insertion site, infusion set and reservoir already. He ran a 5.0 unit fixed prime while disconnected; insulin exited. He did not believe there was any insulin pump malfunction and declined to run the high pressure test. He was advised to do a complete set change, treat per doctor's orders, and call back if the issue persisted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.